Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, p-wave oversensing and varying pacing lead impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested reprogramming the device until a lead revision could be performed. No intervention has been performed at this time. The patient was in stable condition.